Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. Infusion set and reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.